Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed that the device's main keypad had buttons that may have been stuck and could have caused the power off issue. Stryker replaced the device's main keypad assembly and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.